Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #200224134 was opened for the device with correlation to the reported complaint. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #200224134 was opened for the device with correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). ===recalls: according to sap, this unit requires syr/pca gripper recall 2017-dom. Although it is in the date range for this recall, the claws function properly. ***not affected.*** ===repairs: plastics: replaced front case, rear case, carry handle (cracks). Others: 354.6770 (replaced pressure sensor & harness; old s/n: (B)(4), new s/n: (B)(4)). Tube drive (bent), iui's (oxidized), module latch (worn), top disc holder (corroded inserts), incidental parts... ===maintenance actions completed. Calibration. P/m. ===tamper seal: intact on arrival.. (B)(4).